Event description:
It was reported that during a system implant procedure and upon attempting to gain venous access into the left subclavian vein, the needle went behind the first rib which resulted in a pleural effusion. Venous access was gained via the left extrathoracic subclavian vein, and the lead was implanted. A left thoracentesis was performed on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.